Event description:
It was reported that this right atrial (ra) lead was explanted without any allegations. At this time no allegations have been received for this device. A new device was implanted. No additional patient effects were reported.